Event description:
It was reported that the ilet user experienced a low blood glucose episode after announcing a meal size larger than what was actually consumed, resulting in a nadir blood glucose of 66 mg/dl. Symptoms included hypoglycemia. Outcomes included minor injury of the low glucose with resolution after treatment with 10 grams of oral carbohydrate and user education on accurate meal-size announcements relative to the learned usual meal. Investigation included user interview and troubleshooting with education. Investigation of this case revealed use error related to incorrect meal-size announcement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error due to inaccurate meal announcement leading to excess insulin delivery.